Event description:
The reporter indicated that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop without pupil block and angle closure. The lens remains implanted. The problem was resolved. The reporter stated that "we gave her cosopt in office and the next day the pressures were back to normal at 15". Cause of the event is unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).